Event description:
The customer reported to vyaire medical that the vela ventilator was giving vent inoperable, motor fault, circuit disconnect, low pip (peak inspiratory pressure), low ve (minute ventilation), xdcr fault alarm continuously. Furthermore, there was no patient associated with the reported event.

Manufacturer narrative:
Vyaire medical identification: (B)(4). The customer reported that they will not return the defective main control pcb (printed circuit board) for evaluation. Therefore, no root cause could be determined. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information was received.